Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed with a 22-millimeter (mm) non-medtronic balloon due to the patient having a bicuspid aortic valve. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed; however, it was identified that the valve was positioned too shallow in relation to the aortic annulus. Subsequently, the valve was recaptured and positioned in that when deployed it would be 4 mm from the aortic annulus. Prior to the second deployment attempt, an infold was noted. Subsequently, the valve and dcs were removed from the patient. A new dcs and valve were utilized to complete the procedure. A 5-minute procedural occurred due to the valve infold and positioning difficulties. Per the physician, the patient's calcified anatomy and bicuspid aortic valve contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013160325); product type: 0195-heart valves; implant date: n/a ; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. Documentation indicates the presence of a bicuspid aortic valve, and pre-implant balloon aortic valvuloplasty was planned. Four intraprocedural fluoroscopic media files were provided for review. Fluoroscopic valve load inspection was performed and demonstrated an acceptable load. A pre-implant balloon aortic valvuloplasty was performed prior to the attempted valve implantation. One recapture was reportedly performed due to suboptimal depth. During a subsequent deployment attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Available evidence indicates that the infolded valve was recaptured, withdrawn, and partially deployed on the sterile field, at which time the infold was confirmed. It was reported that a new system was subsequently used to complete the procedure; however, images associated with the new system were not included in the media provided for review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.